Event description:
Caller reported an error with the cgm, specifically error 42 related to a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with instructions for a complete pump reset and guided them through the process. After completing the reset, the error did not reoccur, and the caller was able to successfully start their sensor session.